Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10:no product was returned however the pumps operators manual in section pump set-up and programming the proper technique for programming the pump. If these instructions are not followed as written the user may experience difficulties programming the pump. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: e4: initial reporter also sent report to FDA? Unknown.

Event description:
It was reported that a smiths medical pump can't update time and date. No adverse patient effects were reported.